Event description:
It was reported that a minimum fill notification occurred, however the call dropped with tandem technical support (cts) before any more information could be attained. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.